Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the bearings were corroded and the extension sleeve was damaged. This was attributed to normal wear. The ball bearing, extension sleeve, housing, bevel gears, and ratchet were replaced. The device was repaired and returned to the customer on (B)(4) 2013.

Event description:
Customer reported attachment is running hot. This is report 1 of 1 for (B)(4).